Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012185675); product type: 0195-heart valves; implant date na ; explant date na; product ID: l-evolutfx-34 (lot: 0011957875); product type: 0195-heart valves; implant date na; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter aortic valve, pre-implant balloon dilatation was performed as a standard procedure by the implanting physician. During attempted implant, on initial deployment, an infold was observed. Two deployment attempts were made, and the valve was recaptured twice due to the infold. The valve was withdrawn from the patient, and a new valve was used for implant. There were no adverse health consequences or impacts reported. The patient outcome was reported as alive with no injury.